Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use of the 2x25mm mini trek balloon dilatation catheter (bdc) when removing the bdc from the dispenser coil, the bdc became separated at the proximal shaft into 2 pieces. Therefore, the bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. A 2x20mm trek bdc was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. Possible factors that may contribute to a shaft separation include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.